Manufacturer narrative:
According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse. Altis was reported as implanted on (B)(6) 2015. No information received indicating any additional surgeries. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. If further information is received, the claim will re-evaluated according to current procedures.

Event description:
Additional information received on 7/25/2021. (B)(6) 2017: revision of suburethral sling with excision of left arm and cystoscopy under general anesthesia for dyspareunia and vaginal pain.

Manufacturer narrative:
This MDR is created as an additional follow-up. According to the available information, the patient's legal representative stated severe pain with daily activities and intercourse. Altis was reported as implanted on (B)(6) 2015. No information received indicating any additional surgeries. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. If further information is received, the claim will re-evaluated according to current procedures. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on (B)(6) 2021, vaginal bleeding with intercourse x 1. Complaints of urinary frequency and nocturia, no complaints of stress incontinence. Claimant requesting sling to be removed due to complaints of pinching, dyspareunia, and occasional post coital bleeding. Plan for cystoscopy and pelvic exam. On (B)(6) 2016 - cystoscopy and pelvic exam in office. No evidence of mesh erosion.